Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 4 cases of the same code-batch, regarding the same issue, from the same customer, at the same time. Step1 investigation of returned items. This test cannot be conducted because the returned defective product is unavailable. Step 2 verification of reproducibility and confirmation of the complaint details. Reproducibility verification is not feasible for the complaint regarding surgical site inflammation. As a supplementary note, a review of past investigation records for stapler-related complaints indicates that approximately 10 cases related to inflammation have been identified. However, all investigation results concluded that there were no quality control nonconformities. Regarding the cause, considering past investigation results, the possibility of use in patients with metal allergy reactions cannot be ruled out. Step 3 possible causes of the complaint. Step3-1 estimation of the phenomenon that occurred in the complaint product. (Based on the complaint details and the results of step1 and step2) based on the complaint that postoperative wound inflammation, similar to a surgical site infection, was observed after using are packaged skin stapler, the following potential causes were considered: 1. Contamination due to the repackaging process. 2. Contamination occurring during the manufacturing process, leading to product contamination and distribution. 3. An inflammatory reaction caused by the use of the product on a patient with a metal allergy. As the complaint product has not been returned and no image data has been provided, this estimation is based solely on the limited information from the complaint details. Given that similar cases occurred in four consecutive surgeries, we will also check for any complaints regarding the same lot of the product from other customers. Step 3-2 extraction of locations, parts, or processes related to the events speculated in step 3-1. Packaging and packing process: tyvek, trays. Sterilization process: tyvek, trays. Step 3-3 clarification of expected failure modes of each parts that were extracted in step 3-2. Refer to the step3-1. Step4 verification result. Customer confirmation: it was confirmed that the 'repacked skin staplers' mentioned by the customer does not refer to re-sterilization but rather to the separation of individual packages and their placement in a zippered bag. Additionally, the provided information indicated that sutures were also included in the same package. Additional information from the customer the orthopedic team of b.braun repackages skin staplers and sutures into plastic zip-lock bags. This repackaging is intended to protect the items when bringing them into the hospital's operating room. When using b. Braun skin staplers, they are provided free of charge as part of the package. In this case, postoperative skin inflammation was reported in the patient after use. Product sterility test: the sterility test was conducted on two unopened retained samples, and no bacterial growth was observed in any of the samples. The sterility of the product was confirmed. Batch manufacturing record: the sterilization records for production lot u239009200, as well as the management records for the cleanroom operation period ((B)(6) 2023) and the work records for the sealing process, were reviewed. No abnormalities were found that could be linked to the reported complaint phenomenon. Therefore, regarding factors related to our product and manufacturing process: no deviations or potential abnormalities affecting the sterilization assurance of the product were identified within our manufacturing process during the production period of the relevant lot. Confirmation of IFU: it was confirmed that the IFU for manipler az includes a warning regarding use on patients with metal allergies verification of other complaint reports: as of february 12, 2025, no similar cases of inflammation have been reported in other hospitals using the same lot of the product. Additionally, no other complaints related to this lot have been identified. The complaint occurrence rate for this case, relative to the total lot quantity, is 4 cases / (B)(4) units (good products) = (B)(4). The probability of four consecutive cases occurring within this lot is (B)(4). Given this, it is unlikely that four consecutive cases of inflammation would occur within this lot while no cases are reported in other institutions. Furthermore, within the most recent 65th fiscal year periods (september 2023 - august 2024), a total of (B)(4) units of manipler az were sold, with only these four cases reported. This results in a complaint occurrence rate of 2.08 ppm. Based on this data, it is unlikely that the inflammation cases were caused by this specified lot in question. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. However, at this point, potential root causes could be following 3 options: 1. Inflammation due to the use of the product on a patient with a metal allergy, as warned in the IFU. 2. Handling by the customer. 3. Medical procedures or preparation at the healthcare facility, including possible contamination of the product during the reported 'repack' process. Final conclusion: the review of records found no deviations or potentially abnormal occurrences related to the sterilization assurance in our manufacturing process. Additionally, the sterility test results of the retained samples showed no issues. Given the absence of similar complaints from other medical institutions and the statistical improbability of four consecutive cases occurring within the same lot, it is unlikely that the inflammation cases in this complaint were caused by the product itself. Since the actual product has not been returned, further investigation is difficult. However, we will continue to monitor the complaint status of the same lot in other institutions. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client reported that a post operative wound inflammation that mimics surgical site infection was found during patient follow up for sto when using repack skin stapler for total knee replacement procedure. There are 4 cases that happened consecutively when dr use repacked skin stapler for surgery cases and dr decided to switch hospital stock skin stapler and no more side effects were reported. Dr suspect might be the mishandling of the sterile package during repack process for skin stapler. Additional information has been requested.